Manufacturer narrative:
(B)(4). The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material in the df4 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw. (B)(4).

Event description:
It was reported that the setscrew would not hold the lead during implant. It was noted that multiple attempts to engage the set screw with separate wrenches were unsuccessful. Device was exchanged and the procedure continued with no similar problems.